Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. The hypotube shaft was completely separated 44.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the distal tip presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to post-dilate the target lesion. However, when the device reached the proximal lesion, the balloon failed to cross the lesion and the proximal shaft of the balloon broke at the point of the first marker. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to post-dilate the target lesion. However, when the device reached the proximal lesion, the balloon failed to cross the lesion and the proximal shaft of the balloon broke at the point of the first marker. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.